Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Mfg date: year of manufacture is 1998. Exact date is unknown. A ge healthcare service representative performed a checkout of the equipment. The power supply voltage was calibrated, resolving the reported complaint.

Event description:
The hospital reported that, during a case, the ventilator alarmed and shut down. The clinician reportedly switched to manual mode to finish the case. There was no reported patient injury.